Manufacturer narrative:
Investigation conclusion: return was not received by investigator. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Alleged false positive flu b based on high rate of positives, the total amount of tests performed is unknown. 24 tested patients were symptomatic. No confirmatory testing performed.